Event description:
Physician treated sfa disease with 2 inflations with the device, and noticed extravasation and determined that the vessel had perforated. A stent was placed, as planned, and the vessel repaired.